Event description:
I was given the lisa test for tick bite/lyme 8 times over the course of about 16 years. All 8 were negative for lyme, but my health continued to decline, resulting in disability and diagnosis/medical health seeking behavior. I have lyme, babesia and bartonella and have been ill since 1988. I have spent many hours and much money, both mine and insurance monies, seeking reasons for illness and symptoms. Lost my job, and have suffered greatly.